Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. Due diligence was executed for this event with no response from the customer. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause of the faulty cable unit and the faulty charge couple device unit cannot be determined.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the (B)(4). The device has been returned. The user¿s complaint was confirmed. A full technical evaluation was completed in accordance with the original equipment manufacturer specification. The device was tested: when connecting the device to the video processor no image was shown. This failure was attributed to the camera cable defectiveness as well as the charge couple device sensor breakdown. When inspecting the condition of the cable, a heavy twisting was also identified. Due to the malfunction of image functionality, the white balance could not be properly adjusted as usual. For this reason, an error message e311 was displayed on the monitor during testing; this was not directly linked to any malfunction of the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device yielded a black image. There is no reported harm to any patient.